Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14716. It was reported that the asymptomatic patient presented to the hospital on (B)(6) 2021 with noise on their right atrial and right ventricular leads leading to oversensing. Both leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout.